Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure, the jacob chuck could not be unlocked and the t-part got disconnected. The procedure was on a child¿s fractured femur. While handling the inserter the instrument did not do what it was supposed to do. The jacob chuck could not be unlocked and the t-part got disconnected. There was another inserter that was used to complete the procedure. There was no reported harm to the patient and no delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation has shown that the t-handle of the returned inserter has separated. Apart from that the inserter presents normal signs of use and the mechanism of the chuck is still working. The review of the manufacturing documents revealed that the present instrument was manufactured in october 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The cause of failure could not exactly be determined. Mechanical overload led to this damage. In this regard, we would like to point out that just gentle taps on the impaction surface of the inserter are allowed and strikes on the t-handle should be avoided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.